Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. A functional assessment was performed and no failures were identified. All tests passed. Therefore, an assignable root cause was not determined. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that before an unspecified surgical procedure on a female patient, it was observed that the hose on the double air hose device burst after being connected to the nitrogen source and while checking the power tool devices. According to the report, the hose burst once it was connected to the k-wire attachment device and the start button was pressed. It was further reported that the k-wire attachment device did not work. It was reported that there was no delay due to the event as an unspecified spare hose was available for use. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.